Event description:
The following information was reported to gore: on (B)(6) 2025, a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn stent) was implanted for a 58-year-old male patient above the hunter canal for the treatment of popliteal artery aneurysm. In this procedure, a 8fr introducer sheath (unknown manufacturer) and a long enough stiff guidewire (unknown manufacturer) were used. The viabahn stent was advanced from the right tibiofibular trunk and targeted the proximal end above the hunter canal. When the viabahn stent was advanced through the introducer sheath, the hospital noticed on the angiography that the viabahn stent was unexpectedly compacted from both ends. It was further described as compressed, shortened and displaced on the shaft. The catheter's radiopaque markers were at least 1cm away from the viabahn stent's radiopaque markers, where normally there should not be such big distance. Even though the viabahn stent was packed, the hospital implanted the viabahn stent without difficulties. However, the hospital had to prolong the viabahn stent with another viabahn stent to cover fully the aneurysm, as it was shorter than expected. It was reported that the patient's treated vessels were ectatic vessels, with sizes of distal diameter 9,4 mm, proximal 9,6 mm. There was reportedly no harm to the patient.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. A2: as only the patient's year of birth "1967" was provided, we have entered " (B)(6) 1967" as the date of birth. C1: heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 codes b14, c19: a review of the manufacturing records indicated the device met pre-release specifications. H3 other; h6 codes b21, c21: the device remains implanted in the patient; therefore, a device evaluation could not be performed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6 codes b14, c19: product history review: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. H3 other; h6 codes b20, c19, d14: investigation conclusions: the primary reported complaint, concerning compression/displacement of the stent graft, could not be independently confirmed because there were no items returned for an evaluation of the failure mode. Event details report the complication occurred during advancement through a sheath; however, no incompatibilities in accessory device selection were identified with the available information, and an unintended interaction between the interface of the sheath and stent graft could neither be confirmed nor dismissed. A root cause could not be established with the available information. The initial report was sent in abundance of caution. The reported event of the device "the viabahn stent was unexpectedly compacted from both ends" is a longitudinal compression and does not meet the requirements for a reportable malfunction and/or reportable serious injury, there was no report of patient harm and the viabahn stent could be implanted successfully. The incident may not directly or indirectly led nor might have led nor might lead to death, temporary or permanent serious deterioration of a patient's state of health, if it was to recur. Therefore this event is considered not reportable and is being retracted.